Event description:
It was reported that during a pt event, the end user charged the device up for a defibrillation shock and the device failed to deliver the defibrillation therapy. This occurred on two consecutive attempts; however, a backup device was gathered, which successfully delivered a defibrillation shock to the pt. The pt did not suffer any adverse effects from result of the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed verified the reported failure and observed that one of the pins within the connector of the hard paddles assembly was broken. Physio-control also evaluated the device and verified the reported failure as well. Physio recommended replacement of the hard paddles assembly. The customer replaced the hard paddles assembly from their inventory and then observed proper device operation through functional and performance testing and returned the device to the end user for use.